Event description:
It was reported that a 850cc mentor artoura plus, smooth, ultra high profile was discovered, pre-implantation, to have been packaged with broken non-mentor (b braun) winged infusion set. The winged infusion's tubing was severed in half. Per mentor's procedure's, this is not reportable because the most likely consequence is a intra-procedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, per product investigation's results, mentor will report this conservatively.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. An analysis of the suspect device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the fill tubing was observed in two (2) parts, severed in half. Based on the information currently available, a product issue was identified during the investigation of the photo received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. According to the manufacturing investigation, the winged infusion set part number and the receiving documentation for the supplier lot number showed passing results per applicable drawing. No activity was found during the packaging process that could potentially severe the tubing in half and no nonconformance event for the finished good lot this component was issued. The complaint was discussed with the component supplier which has raised the complaint reported to the winged infusion set supplier. Based on the evaluation summary, this complaint cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).